Manufacturer narrative:
Preliminary analysis of the returned device showed that there was no tightening mark on ventricular setscrew tip and the first thread of the ventricular setscrew was found damaged.

Event description:
Reportedly, during a pacemaker replacement procedure on (B)(6) 2016, upon an attempt to insert the ventricular lead connector into the ventricular connector port of the subject pacemaker, the tip of the connector pin was confirmed to have protruded beyond the connector block and ventricular set-screw was tightened. A click sound by screw driver was confirmed. However, intermittent ventricular pacing failure was observed. The pacemaker was inserted in the pacemaker pocket, nevertheless intermittent ventricular pacing failure was still observed. Therefore, the subject pacemaker was removed. The ventricular lead was attempted to pull before unscrewing setscrew and lead connector was removed from the connector port. Ventricular setscrew was then un-tightened and lead connector was inserted in the connector port. The tip of the connector pin was confirmed to have protruded beyond the connector block and ventricular setscrew was tightened. A click sound by screwdriver was confirmed. Ventricular pacing failure was not observed and normal ventricular pacing was confirmed. However, ventricular lead was attempted to pull and lead connector was removed from ventricular connector port. Therefore, a new pacemaker was implanted with the same atrial and ventricular leads. Investigation is required.

Event description:
Reportedly, during a pacemaker replacement procedure on (B)(6) 2016, upon an attempt to insert the ventricular lead connector into the ventricular connector port of the subject pacemaker, the tip of the connector pin was confirmed to have protruded beyond the connector block and ventricular set-screw was tightened. A click sound by screw driver was confirmed. However, intermittent ventricular pacing failure was observed. The pacemaker was inserted in the pacemaker pocket, nevertheless intermittent ventricular pacing failure was still observed. Therefore, the subject pacemaker was removed. The ventricular lead was attempted to pull before unscrewing setscrew and lead connector was removed from the connector port. Ventricular setscrew was then un-tightened and lead connector was inserted in the connector port. The tip of the connector pin was confirmed to have protruded beyond the connector block and ventricular setscrew was tightened. A click sound by screwdriver was confirmed. Ventricular pacing failure was not observed and normal ventricular pacing was confirmed. However, ventricular lead was attempted to pull and lead connector was removed from ventricular connector port. Therefore, a new pacemaker was implanted with the same atrial and ventricular leads. Investigation is required.

Manufacturer narrative:
The subject device models is not approved in the u.s.; however it is similar to reply model already approved in the u.s.

Event description:
Reportedly, during a pacemaker replacement procedure on (B)(6) 2016, upon an attempt to insert the ventricular lead connector into the ventricular connector port of the subject pacemaker, the tip of the connector pin was confirmed to have protruded beyond the connector block and ventricular set-screw was tightened. A click sound by screw driver was confirmed. However, intermittent ventricular pacing failure was observed. The pacemaker was inserted in the pacemaker pocket, nevertheless intermittent ventricular pacing failure was still observed. Therefore, the subject pacemaker was removed. The ventricular lead was attempted to pull before unscrewing set screw and lead connector was removed from the connector port. Ventricular setscrew was then un-tightened and lead connector was inserted in the connector port. The tip of the connector pin was confirmed to have protruded beyond the connector block and ventricular setscrew was tightened. A click sound by screwdriver was confirmed. Ventricular pacing failure was not observed and normal ventricular pacing was confirmed. However, ventricular lead was attempted to pull and lead connector was removed from ventricular connector port. Therefore, a new pacemaker was implanted with the same atrial and ventricular leads. Investigation is required.